Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in oracle is identified as: assembly/component issue / sieve bed, saturated (other, recalled product).

Event description:
Alarming with low o2. Indication is that sieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. Sieve dust is migrating into the manifold valve and muffler. Refer to (B)(4).

Event description:
Alarming with low o2. Indication is that sieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. Sieve dust is migrating into the manifold valve and muffler. (B)(4)